Event description:
It was reported that during a da vinci si surgical procedure the cable snapped on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.